Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that during the spaceoar vue placement under local anesthesia, the kit leaked at the y-connector when injecting around 2 cc of hydrogel into the patient. Therefore, a second kit was used to complete the procedure. However, during magnetic resonance imaging review (MRI) a rectal infiltration of the hydrogel was observed. The patient experienced tenesmus and peir-rectal bleeding (pbr) after the MRI. The patient was reported stable. It was confirmed that the second kit infiltrated the rectal wall. The patient's radiation treatment has been delayed as result of this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that during the spaceoar vue placement under local anesthesia, the kit leaked at the y-connector when injecting around 2 cc of hydrogel into the patient. Therefore, a second kit was used to complete the procedure. However, during magnetic resonance imaging review (MRI) a rectal infiltration of the hydrogel was observed. The patient experienced tenesmus and peri-rectal bleeding (pbr) after the MRI. The patient was reported stable. It was confirmed that the second kit infiltrated the rectal wall. The patient's radiation treatment has been delayed as result of this event.